Event description:
It was reported that during the implant attempt, the lead had poor capture thresholds and the physician was not able to retract the helix. It was noted the helix could be retracted when the lead was held straight. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.